Event description:
It was reported that the hv lead impedance was high in the rv-can and svc-can vectors. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field experience was confirmed. The cause of the anomaly was due to a fractured can wire connection.